Manufacturer narrative:
(B)(4). Follow up. A device history record review was completed by our quality engineer team for provided material number 306594 and lot number 2145062. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. The patient came to our hospital for treatment due to gastroenteritis, and when the nurse used a pre-filled catheter irrigator to flush the indwelling needle for the patient on (B)(6) 2023, she found that the syringe punch and cap were not tightly connected, and immediately stopped using and replaced the new pre-filled catheter irrigator.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe tip cap was separated from the device. The following was translated from chinese to english: the patient came to our hospital for treatment due to gastroenteritis, and when the nurse used a pre-filled catheter irrigator to flush the indwelling needle for the patient on (B)(6) 2023, she found that the syringe punch and cap were not tightly connected, and immediately stopped using and replaced the new pre-filled catheter irrigator.